Event description:
It was reported that the programmer would not bring up device information. The clinician believed that the device was at the end of life as no pacing with seen with the magnet. The patient had been lost to follow up for around five years. The device remains in use but replacement is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.